Event description:
Resident was being transferred by an lpn and a cna from wheelchair to bed using a hoyer lift. During transfer, when lift was in upright position and resident was suspended and being moved to the bed, the resident fell out of the sling, allegedly head first and backwards. He struck the floor sustaining a laceration to the scalp and an intercranial bleed. The resident was hospital and subsequently died. Whether the death was related to the fall is not known. Despite a post-incident assessment of the event by the facility's administrative staff, the staff could not determine the cause of the fall. The lpn and cna involved in the transfer stated independently and emphatically that all proper procedures and usuage of the equipment were followed. Two members of the resident's family who observed the fall, alleged that user error might have occurreddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, inserviced by other facility staff, other. The device was not destroyed/disposed of.